Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later, the patient presented in clinic during which time the physician observed the pump would remain dimpled when depressed. A surgical procedure was subsequently performed, and the pump was explanted and replaced with a new pump. No patient complications were reported.

Manufacturer narrative:
Correction to field d1: brand name. Correction to field d2a: common device name. Correction to field d2b: pro code (product code). Correction to field d4: model number, lot number, catalog number, unique identifier (UDI). Correction to field c2/d10: concomitant product/therapy. Correction to field g2: report source. Based on the information available, it cannot be confirmed what the cause of the mechanical issue. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that this inflatable penile prosthesis did not work properly. Two weeks later, the patient presented in clinic during which time the physician observed the pump would remain dimpled when depressed. A surgical procedure was subsequently performed, and the pump was explanted and replaced with a new pump. No patient complications were reported.

Manufacturer narrative:
Following an internal review, it has been confirmed that boston scientific corporation (bsci) complaint records (B)(4) (FDA initial emdr report number: 2124215-2025-30071) pertain to the same incident. Accordingly, internal record number (B)(4) was identified as a duplicate of (B)(4). The primary record, (B)(4), will be maintained for all future reference and investigation. Record 19982673 will be closed, and no further action will be taken under it. All relevant information and follow-up activities will be consolidated under complaint record 19637189. Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) pump was thoroughly inspected and analyzed. Microscopic examination of the pump noted the kink resistant tubing (krt) was worn to the filament, however, the pump passed leak testing. Functional testing was also performed, and the pump did not pass activation test 3. Based on the results of this investigation, a most probable conclusion code of cause traced to component failure was selected.

Event description:
It was reported that this inflatable penile prosthesis ipp did not work properly. Two weeks later, the patient presented in clinic during which time the physician observed the pump would remain dimpled when depressed. A surgical procedure was subsequently performed, and the pump was explanted and replaced with a new pump. No patient complications were reported.